Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no gel separator in a bd vacutainer® plastic ppt molecular diagnostics tube. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot number were selected from bd inventory and evaluated and no issues pertaining to missing separator gel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Retention samples of the incident lot number were selected from bd inventory and evaluated and no issues pertaining to missing separator gel was observed. However, further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Although no samples or photos were available for evaluation, bd is aware of this product issue and further investigation has been initiated through a CAPA to identify the potential root cause(s).